Event description:
It was reported that a venotomy closure of the moderately calcified right common femoral vein was attempted with two proglide devices using the pre-close technique prior to an interventional watchman procedure via an 8f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred with both proglide devices. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 16f and the watchman procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Post-procedure, closure of a separate right common femoral venous access site was attempted using a proglide device via an 8f sheath hole; however, a cuff miss [suture-retrieval issue] occurred. Hemostasis was achieved using a new proglide device. Reportedly, for all three of the reported cuff misses, the physician depressed the plunger and pulled the device back against the inner-vessel wall at the same time. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - failure to follow steps / instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the physician depressed the plunger and pulled the device back against the inner-vessel wall at the same time. The electronic proglide instructions for use (IFU), states: while maintaining the device logo position and keeping the device at approximately 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. In this case, the IFU deviation likely contributed to the reported difficulties. The reported difficulty appears to be related to the user error. The subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.